Event description:
It was reported that during a thyroid procedure, when activating the instrument, the coagulation function wouldn't work well. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device connected to a test handpiece and generator and functionally tested. The device functioned as intended, including cutting of the test media. There were no anomalies noted with the functionality of the device.